Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home being watched, due to her having an mi. The vad coordinator stated that the pt's waveforms and motor dust showed a strong indication of motor wear. The pt believed she had one alarm and they therefore admitted her to the hosp. The pt had two more alarms after her admission, and not again for several more hours; however, it alarmed once more and the pump stopped within minutes. The pt was successfully placed on a stroke volume limiter (svl) and supported pneumatically, until she was taken to the or for a pump exchange to the MFR's clinical trail vad. The pt remains stable and on lvad support. The hosp is sending the device to the MFR for analysis.